Event description:
It was reported that a doctor had a fall from one of the surgistool's. There was no injury as a result of the fall.

Manufacturer narrative:
Section h codes updated. No specific defect was alleged with the unit. This incident was likely due to user error.

Event description:
It was reported that a doctor had a fall from one of the surgistool's. No injury or treatment was reported.